Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an empty cartridge alarm during basal delivery. There was no impact to the customer's blood glucose level. It was indicated by the customer that a new cartridge would be loaded onto the pump.